Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleged: "the catheter broke on use of a restless child." The part was easily removed from the pt, because the balloon deflated. The catheter was in place for 3 minutes only for a urine sample. No pt injury reported. Pt current condition is fine.